Event description:
The following was reported: "when attempting to pull the intra-arterial balloon back to the distal end of the sheath the balloon ruptured and pulled out of the sheath's one way valve. The balloon held pressure during prep and the physician saw the inflation indicator pop up. The balloon reportedly ruptured when pulling to first resistance. The physician put device aside and deployed a second mynx grip device successfully using the buddy wire and 50: 50 contrast technique. " procedure type: peripheral intervention.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.